Manufacturer narrative:
Fh industrie procedures did not clearly define the rules for reporting incidents to FDA when the devices were no longer being distributed into the us market. The vigilance officer at the time was unaware that these reporting rules had to be applied even to products that were no longer distributed in the united states and that were inactivated in the FDA registration & listing database. The medwatch reports that were not filed are not connected to any recalls, and had no impact on patient safety. A CAPA was opened to determine root cause and corrective action.

Event description:
When using the telegraph IV nail: the 4mm diameter, 40mm long self-tapping screw twisted and broke during installation. Implanted self-tapping screw broke off at the head and was impossible to remove when the nail was removed in the future.